Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. There was no moisture damage found on the electronic assembly. Analysis was unable to verify the compromised force sensor system alarm.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir leaked insulin and was wet. The customer stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.